Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricle (rv) lead was successfully repositioned due to a heart wall perforation confirmed after impedance dropped and the thresholds increased, this lead also exhibited helix extension issues. No additional adverse patient effects.